Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for open packaging and cracked tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® lh 68 i.u. Plus blood collection tube was found broken before use. The following information was provided by the initial reporter: "plastic encapsulates tear products = 309 sp / broken tube = 1 sp."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® lh 68 i.u. Plus blood collection tube was found broken before use. The following information was provided by the initial reporter: "plastic encapsulates tear products = 309 sp / broken tube = 1 sp."